Manufacturer narrative:
Further information provided by the customer confirmed that an alarm was displayed indicating that the svo2 value was below set limit. If a machine alarms, the clinician is alerted of a potential issue and will trigger the clinician to conduct routine trouble shooting, therefore potential for death or serious injury is remote. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this swan ganz catheter, svo2 value on hemosphere monitor firstly showed 40 and drifted; however, svo2 value as per blood sampling is 70 (medwatch # (B)(4). Then, hemosphere monitor showed 67 and drifted; however, svo2 value as per blood sampling is 51 (medwatch # (B)(4)). There was no error message displayed or alarm indicating that the svo2 signal was not good. Patient was not treated according to the incorrect values. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation as it was discarded. As a summary, two medwatch reports will be submitted (medwatch # (B)(4) and medwatch # (B)(4)).